Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital with an infection. The physician elected to explant the patient's pacemaker and right ventricular (rv) lead while the patient's chronic right atrial (ra) lead was connected to the newly replaced implantable cardioverter defibrillator (ICD) and rv lead. The patient was treated with antibiotics and was stable.